Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump's keypad was unresponsive and was unable to check the alarm history. The insulin pump alarmed motion sensor test failure and motor position encoder error. The reservoir was empty and the insulin pump was beeping. The insulin pump was exposed to water. The insulin pump was stuck on the motion sensor test failure alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. Upon visual inspection, the force sensor resistor had moisture damage. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. Unable to confirm motion sensor test failure, motor position encoder error, empty reservoir alarms due to motor error alarms. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly noted. Unable to confirm unresponsive buttons due to motor error alarms. No damage in the keypad assembly noted. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.